Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to traced damaged on a transformer on the pace/defib (pd) engine. The pd engine was replaced to remedy the report.the device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 72" and "defib fault 76" messages. Complainant indicated that there was no patient involvement in the reported malfunction.